Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that charge nurse had attempted to get the device running, but it had continued alarming ¿no disposable pump won¿t run.¿ the caller had been instructed to remove the cassette. No air bubbles had been noted in the cassette tubing. The cassette tubing had been massaged, and the cassette had been tapped gently on a hard surface, then reattached, but the pump had continued to alarm. The caller had repeated the above process two more times, but the alarm had persisted. The reservoir volume had been 101 ml. The nurse had stated that another device would be tried. There was patient involvement, but no patient harm reported.